Event description:
On a date still unk to us, video-cholecystectomy surgery was performed at hospital. An electrosurgical generator (no model has been revealed) and a non-monitoring dispersive electrode (model rs01) were used. During surgery, the electrode "came off the pt's skin, causing 3rd degree burns (2 - 8 cm) in the right thigh region". No info on how the wound was treated afterwards, how the skin was prepared, the orientation of the electrode, the power setting used could be obtained so far.

Manufacturer narrative:
Retained samples of the same lot have been tested visually, electrically, thermally and mechanically. All samples were found to perform within the limits. No faults could be detected. Our customer visited the concerned hospital and met with a nurse present during the incident. They reported: "according to the nurse, the procedure for placing the... [Electrode] was made with the doctor and the detachment was found during surgery." We will continue to ask for further info and will relay such info and any conclusion in a follow-up report. We are also proposing corrective action regarding user training and complaints processing to our distributor.